Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was on a sailboat on the ocean and was feeling lightheaded and symptomatic. It was also reported that the patient was admitted to the hospital about four days later due to right ventricular (rv) lead loss of capture and increase thresholds and impedance. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.